Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
An article was published in the int ophthalmol in november 11, 2020 titled "effect of brimonidine tartrate 0.2% ophthalmic solution on visual quality after implantable collamer lens implantation with a central hole." The article states that one week following their operations, 21 patients (femal86%) with a mean age of 28.3 6.3 years complained of apparent glare or halos, resulting in an incidence of symptomatic glare or halos of 36%. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted